Event description:
The device was returned for mechanical hardware failure (av sticky valve). The outlet pin of the fva was found stuck in the open position. The device was attached to a bracket and powered on, no alarms or errors occurred. A cassette was loaded on to the device and an infusion was run. During the start of the infusion, a red pump problem alarm was observed. Log files were reviewed and found mechanical hardware failure (av sticky valve). The device was opened to inspect for internal damage. The rear cover o-ring is unseated from the handle. The right side bag hook is missing from the device. The fva pins and their channels had visible dirt and debris. The fva pins and their channels were cleaned using alcohol.

Event description:
The following has been reported: biomed reported: "ticket stated "broken". Cleaned and ran test infusion. Began alarming after infusion saying service needed. Patient status unknown" a preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.